Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped due to no sensing. No further information is available.

Event description:
New information received suggests noise was observed and a fracture was suspected on the right ventricular lead prior to the procedure. The patient was stable following the procedure, presented on (B)(4) 2018 for a follow up in clinic and was fine. The lead was previously reported as capped on (B)(4) 2018 due to no sensing..